Manufacturer narrative:
(B)(4). The pressurewire certus was received for evaluation. The microcable and insertion needle were also returned. Visual inspection confirmed the core wire had been severed. The tip coil was stretched distally and remained unbroken. The distal section of the core wire remained attached to the distal tip of the guidewire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. There was no evidence to suggest there was an intrinsic defect in the device. The cause of the broken core wire is consistent with damage to the device during use. IFU text extracts from pressurewire IFU: excessive manipulation when sensor element or tip pressurewire is located in sharp bend may cause damage or tip fracture. Torquing pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. Never push, withdraw or torque pressurewire if it meets resistance.

Event description:
A pressurewire certus was used to perform ffr on a right coronary artery (#1-3) with severe calcification, moderate angulation, and moderate tortuosity. The distal tip of the pressurewire certus became stuck in the right coronary artery. The physician successfully retrieved the pressurewire certus by using a microcable. After the retrieval, the coil part of the pressurewire was found to be stretched out and near detachment. The coronary artery guide catheter was deeply engaged in the right coronary artery causing a dissection of the artery, so bail-out stenting was performed. The pci was successfully performed on the right coronary artery #1~3.